Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm and no delivery alarm. The customer¿s blood glucose level was 274 mg/dl. The customer also reported that the no delivery alarm did not occur during manual prime. The insulin pump was returned for analysis.